Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump had an unspecified malfunction. It was reported that the patient was able to use a backup pump and that the malfunctioning pump was replaced. It was reported that the medication, remodulin, was administered continuously via intravenous therapy. No adverse patient effects were reported.